Event description:
It was reported via repair work order that the bed would not lower all the way due to a wiring harness malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.